Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry, pertaining to a 72 year old male patient presenting with acute myocardial infarction and cardiogenic shock. During support, a vascular complication that occurred with a probable relationship to the impella cp device used on this patient: ""after removal of the impella through the sheath. Subsequent angiogram showed reduced flow in sfa which was followed with 4.0x40mm armada balloon dilation. Then angiogram performed of lfa through armada balloon catheter showed improvement in flow. " on (B)(6) 2023, it was noted that, "impella removal and trialysis catheter placement c/b decrease sfa flow s/p lfa balloon angioplasty with restoration of flow."